Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse was unable to reproduce leaking similar to what the customer initially reported, but did observe a small leak from the top of the probe where the fitting attaches to the reagent probe a tubing to the top of the probe. The fse replaced the tubing and verified instrument performance. The failure mode is related to the reagent probe a tubing. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer's reagent probe leaked into the reagent compartment and liquid was found on the reagent cartridges. The leak was contained to the instrument. The customer did not provide the volume of the leak. The customer was wearing personal protective equipment (ppe), including gloves, protected eyewear, and a laboratory coat during this event. There were no injuries and no one had to seek medical attention. No erroneous results were generated.